Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for lumbar radiculopathy. Information was reported that the patient is having a revision because their ins does not work. The hcp wanted to provide the patient documentation that they still will have their leads implanted. It was reviewed with the hcp that leaving the leads will affect future procedures for the patient. No further complications were reported. No additional patient symptoms were reported.